Event description:
It was reported to tyco healthcare/kendall in 2006 that the sponges are coming off the stick while in use.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.